Event description:
Note: date of the event is unknown. It was reported to boston scientific corporation on (B)(6) 2008 that a cre fixed wire balloon dilatation catheter was planned for use; however, the complainant realized the device was missing after opening the package. There was no additional information ascertained regarding this event.

Manufacturer narrative:
The device packaging was not returned for evaluation; therefore, the cause of the reported event is undetermined. A review of the device history record for the pertinent lot was performed; no anomalies were noted. A search of the complaint database did not identify any similar complaints reported for the same lot. The (B)(6) 2008 15-month cre balloons fixed wire product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. (B)(4).